Event description:
The customer reported that the bandage "burned and blistered" her leg on (B)(6) 2026 where the adhesive portion was in contact with her skin.

Manufacturer narrative:
The customer reported that the bandage "burned and blistered" her leg on (B)(6) 2026 where the adhesive portion was in contact with her skin. The customer reported that she sought medical attention and was prescribed "antibiotics". The customer reported the wound is still oozing. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d4: expiration date. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.